Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was customer discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during craniotomy perforator did not stop and created a dural tear. It was reported by the surgeon that the patient had a condition where the skull had uneven bone density, and there was no intervention performed, 5 mins delay and procedure was completed with backup products.